Event description:
The customer reported that the gastrointestinal videoscope had air and water flow issues from the air and water flow system. There were no reports of patient harm. During the device evaluation, the following reportable malfunction was found: the nozzle had foreign objects. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the evaluation found that due to clogging of the nozzle, water supply volume did not meet the standard value; due to the wear of angle wire, the bending angle in the up direction does not meet the standard value; due to the wear of angle wire, the play of the upward and downward knob is out of the standard value; and due to clogging of the nozzle, water removal ability does not meet the standard value, bending section cover or distal sheath had a scratch, adhesive on bending section cover or distal sheath had chip, crack, and white clouded area, switch 1 had a cut, objective lens and universal cord, switch 3, plastic distal end cover, connecting tube had a scratch, grip was shaved, control unit had discoloration and was shaved. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was performed according to the instructions for use (IFU). The event can be detected and prevented by handling the device in accordance with the following IFU: evis lucera gif/cf/pcf type 260 series operation manual chapter 3 "preparation and inspection" shows how to detect the event. Evis lucera gif/cf/pcf type 260 series reprocessing manual chapter 3 "cleaning, disinfection, and sterilization procedures" shows how to prevent the event. Olympus will continue to monitor field performance for this device.